Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message. Customer stated that the platform is making a loud retracting noise when attempting to pull up on the lifeband to get it back to the correct position. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damage to the platform. A review of the archive was performed and the reported complaint of user advisory 16 (timeout moving to take-up position) was confirmed. The archive data shows that numerous user advisory (ua) 16 faults occurred on the reported event date of (B)(6) 2014. The archive also shows that a small object was used on the platform during compressions at the time this fault occurred. Based on the archive data, the ua16 faults were due to a defective drive train. In assessing for battery management issues, no issues were observed. Based on the initial investigation, the part identified for replacement is the drive train. In summary, the reported complaint of ua16 faults occurring was confirmed based on the archive review. The ua16 faults were found to be due to a defective drive train.

Manufacturer narrative:
(B)(4): "based on the archive data, the ua 16 faults were due to a defective drive train." This sentence should read as follows: "based on testing, the ua 16 faults were due to a defective drive train."